Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm non bsc balloon and then a 3.00x28mm liberte bare stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was successfully removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as stable.